Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an image interference issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flickering image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.